Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached and the adhesive on the bending section was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress and degradation problems identified, additionally the most likely cause of the distal end detached was due to adhesive peeling around bending tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.